Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s back button was stopped working and no longer can navigate insulin pump. The customer blood glucose level was unknown. The device will not be returned for analysis.